Manufacturer narrative:
Unit passed displacement test and self test. Pump error 63 (variable 3) was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. The customer stated that the self was performed and the screen went blank and fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.